Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The tea surgery was performed 3 years ago. Recently, the joint axis was dissociated from the device. Therefore, the surgeon will perform the revision surgery on (B)(6) 2016.

Manufacturer narrative:
An event regarding disassociation involving an solar stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was done. A joint axis pin was procured and it is not related to the event. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but stated that the x-rays confirm disassociation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: x- rays confirmed disassociation but the root cause cannot be determined. If any additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The tea surgery was performed 3 years ago. Recently, the joint axis was dissociated from the device. Therefore, the surgeon will perform the revision surgery on (B)(6) 2016.